Event description:
It was reported that the pt experienced a burning sensation in the tongue and forearms. The pt "turned down the system" and the symptoms were reduced. The symptoms returned the following day. The pt also had attempted to turn the device off with his programmer with no improvement. Add'l info has been requested from the hcp, but was not available as of the date of this report.